Event description:
It was reported that a user experienced elevated glucose readings attributed to leakage at the infusion site while using an inset infusion set, with hyperglycemia resolving after changing supplies and blood glucose returning to target within several hours; ketone testing was negative. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond supply change. Investigation included customer interview and review of product use, followed by a goodwill shipment of contact detach infusion sets and initiation of a change to future orders. Investigation of this case revealed a probable infusion site integrity issue consistent with site leakage that was resolved by switching infusion set type. It was concluded, based on previously established findings for similar reports, that the cause was user¿site interface issues with the original infusion set, with mitigation by transitioning to a steel cannula contact detach set.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.